Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving infumorph (10 mg/ml at 1 mg/day) via an implantable pump for non-malignant pain and spinal pain. It was reported that over the last month the pump worked its way halfway out of the patient¿s skin; it could be seen exposed. Today the pump was removed from the patient's abdomen and a new pump was implanted on the right side instead.